Event description:
It was reported that the navio registered error on the anspach console. Rep tried to trouble shoot by unplugging/replugging drill from console and also blowing out the male and female ends of the connector(s) to ensure no water was present. Error was present on console throughout case, but did not hinder the burr's ability to spin .no injury or patient impact reported. No delay and back-up was not needed. Investigations results showed that the errors were caused by a internal wiring damaged.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 5 (five) similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection of the connector found that no pins were bent or recessed. Further visual inspection could not be performed without destructive testing - this is an off-the-shelf part and it was returned to the OEM for evaluation. The reported issue was also investigated through functional evaluation. The drill was connected to a navio system, the console showed an e8 error and the drill would not spin in a drill test. Then the drill was unplugged and plugged back in and there was an e9 error which indicates that the handpiece type is not recognized. The drill was unplugged and plugged back in again and displayed an e8 error which indicate an intermittent connections. The issue is likely due to internal wiring damage in the connector. Therefore, the root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.